Event description:
During a percutaneous transluminal angioplasty (pta) to the left superficial femoral artery (sfa) and after pre-dilation, there was difficulty encountered while advancing/tracking the smart control stent ses (6.0/150mm 120cm) towards the lesion. Once delivered to the lesion there was difficulty crossing the lesion. The lesion was inflated with an unknown balloon again and then there was a second attempt to deliver the same ses to the lesion, but it failed to cross. Therefore, the smart control stent was removed from the patient without stent placement and the physician noted that the outer sheath of the smart stent was slightly pulled proximally, the stent was not visible. It was further clarified that device prematurely deployed after being removed from the patient. A non-cordis stent (6/100mm) was placed to the lesion and the procedure was finished successfully with no patient injury reported. The product was stored and handled according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. A contralateral approach was made from the right femoral artery by a guiding sheath (55cm sheathless pv, asahi intecc). The smart control locking pin was in place during advancement towards the lesion. The ses did not pass through a previously placed stent. It is unknown if unusual force was used at any time during the procedure. The lesion was de novo, moderately calcified and heavily tortuous. The rate of stenosis was 99%. The product will not be returned for analysis and no pictures are available.

Manufacturer narrative:
Please note that the patient's gender is unknown. Complaint conclusion: after pre-dilation there was difficulty encountered while advancing/tracking the smart control stent to lesion located in the left superficial femoral artery. Once delivered to the lesion there was difficulty crossing the lesion. The lesion was pre-dilated again and then there was a second attempt to deliver the same ses to the lesion, but again, it failed to cross. The smart control was removed from the patient without stent placement and the physician noted that the outer sheath of the smart stent was slightly pulled proximally, the stent was not visible. It was further clarified that the stent prematurely deployed after being removed from the patient. A non-cordis stent was placed in the lesion and the procedure was finished successfully with no patient injury reported. The product was stored and handled according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. A contralateral approach was made from the right femoral artery by a non-cordis guiding sheath. The smart control locking pin was in place during advancement towards the lesion. The ses did not pass through a previously placed stent. It is unknown if unusual force was used at any time during the procedure. The lesion was de novo, moderately calcified and heavily tortuous. The rate of stenosis was 99%. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15988567 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.